Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2001, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2003, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: folded mesh, separated mesh, adhesions, recurrence. Additional event specific information was not provided. It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages.

Manufacturer narrative:
H6: updated health effect- clinical codes. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2001 through (B)(6), 2009 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records for (B)(6), 2001 through (B)(6), 2003 and (B)(6), 2003 through (B)(6), 2009 were not provided. Patient information: medical history: ¿ diverticular disease [diverticulosis]. Surgical procedures: ¿ unknown date: partial colectomy ¿ (B)(6) 2001: ventral herniorrhaphy with gore-tex dual mesh. Implant gore® dualmesh® biomaterial. Implant preoperative complaints: ¿ (B)(6) 2001: indications. ¿this patient is a 52-year-old white female, status post partial colectomy for diverticular disease. She has developed a periumbilical ventral hernia and is admitted at this time for repair.¿ implant procedure: ventral herniorrhaphy with gore-tex dual mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc03/00625705, 10 cm x 15 cm x 1 mm thick, oval] implant date: (B)(6), 2001 ¿ findings: ¿a 12 x 10 cm ventral hernia at the level of the umbilicus at the midline incision. No other hernias were noted. There was no incarceration of the hernia contents.¿ ¿ description of hernia being treated: ¿the margins of the hernia had been marked preoperatively. The midline incision was opened from the lower epigastrium to the upper hypogastrium. The incision was carried down through the subcutaneous fat using electrocautery. The margins of the fascia were freed circumferentially from the overlying subcutaneous fat and underlying visceral content.¿ ¿ implant size and fixation: ¿gore-tex dual mesh measuring 12 x 15 cm was cut to the appropriate size and configuration and sutured to the fascia with an approximate 2 cm underlying margin with full thickness interrupted 0 prolene sutures. The abdomen was irrigated. Adequate hemostasis was obtained using electrocautery. A 7 mm flat jackson pratt drain was brought out through a stab incision inferior and to the right of the midline below the open portion of the incision. The subcutaneous tissue was closed using running 3-0 vicryl sutures. The skin was closed with running 4-0 monocryl subcuticular stitch. At this point, the patient awakened and had a vigorous valsalva, and the right margin of the mesh disrupted from the fascial attachment. The wound was opened. The repair inspected. The left margin of the repair was intact. On the right margin the suture had torn through the dual mesh and also several sutures had broken. These sutures were removed and replaced with interrupted full thickness #1 prolene sutures. The left margin of closure was also reinforced with interrupted #1 prolene sutur es. Having completed the closure, the subcutaneous tissue and skin was left open. The patient was allowed to begin spontaneous respiration and was induced to valsalva with tube manipulation with the repair remaining intact and no further disruption. The wound was again irrigated. The wound was anesthetized with 0.25% marcaine with epinephrine. The subcutaneous tissue was then re-closed using a running 3-0 vicryl suture. The skin was closed using 4-0 monocryl subcuticular stitches. Benzoin, ½ inch steri-strips and sterile dressings were applied. The drain was secured to the skin with a 2-0 silk suture prior to closure. An abdominal binder was placed.¿ relevant medical information: ¿ (B)(6) 2001: ¿pre/postop diagnosis: incisional hematoma versus incarcerated recurrent ventral hernia.¿ ¿ (B)(6) 2001: indications: ¿... Status post ventral herniorrhaphy on (B)(6), 2001 who presented to hospital after calling complaining of abdominal pain , nausea, vomiting, and diarrhea. Examination revealed a mass effect beneath the recent ventral herniorrhaphy with some protuberance with valsalva. Laboratory examination revealed an elevated white blood cell count of 16,500 with slight left shift. A computerized tomography (CT) scan of the abdomen revealed findings suspicious for either seroma, hematoma, or hernia reoccurrence.¿ ¿ (B)(6) 2001: inpatient hospitalization [hospitalization dates unknown] ? (B)(6) 2001: exploration of abdominal wound and drainage of seroma. ¿ previous midline periumbilical incision was opened, the seroma entered, cultured and drained completely. The hernia repair was inspected and found to be intact circumferentially with no evidence of recurrence or failure. A 7 mm flat jackson-pratt drain was placed overlying the mesh and brought out through a stab incision to the right of midline below the incision. The incision was then closed in 2 layers using a running 3-0 vicryl subcutaneous suture and a running 4-0 monocryl subcuticular stitch. Benzoin, ½ inch steri-strips, and sterile dressings were applied. The drain was secured to the skin with a 2-0 silk suture.¿ ? Findings: ¿an approximately 8 cm seroma without evidence of secondary infection. Herniorrhaphy repair intact.¿ explant preoperative complaints: ¿ (B)(6) 2003: clinical history: ¿this patient is a 54-year-old white female status post colon resection for benign disease and subsequent development of ventral hernia repaired with gore-tex dualmesh who has suffered a recurrence and is admitted at this time for repair.¿ explant procedure: ¿ventral herniorrhaphy with bard-kugel composix mesh.¿ explant date: (B)(6), 2003 ¿ findings: ¿there was separation of the gore-tex dualmesh from the inferior margin of the previous attachment resulting in approximately 10 cm spherical hernia defect. The patient had an adjacent 3 cm hernia inferior to this unrelated to the previous repair. The mesh connections superiorly were intact but the mesh has folded down and had separated somewhat. There were two 1 to 2 cm hernias along the midline incision superior to the upper portion of the previously placed mesh. There were filmy adhesions between the viscera in the anterior parietal peritoneum.¿ ¿ procedure: ¿the previous incision was incised in the midline both above and below the umbilicus. The hernia defect was dissected free from the surrounding subcutaneous tissue. The peritoneum was incised and the hernia margins were identified. There were filming adhesions between the viscera and the anterior parietal peritoneum which were lysed with both sharp and blunt dissection. The previously placed mesh was incised in the middle and the mesh was removed along with the attenuated fascia and suture material. The hernia defects were all connected and the resulting defect measured 15 x 15 cm. An appropriate size bard-kugel composix mesh was then placed into the operative field and sutured to the parietal peritoneum and abdominal wall with interrupted 0 prolene suture and the positions between the sutures further connected to the anterior parietal peritoneum and abdominal wall with a laparoscopic tacking device. There was excellent repair with this technique being carried out. There was a greater than 4 cm underlay of mesh around the margins of the hernia defect. The area was irrigated copiously. Hemostasis was accomplished with cautery. The attenuated fascia and subcutaneous tissue were closed overlying the mesh after placement of a 10 mm flat jackson-pratt drain and brought through a right lower quadrant stab incision. The skin was then closed using skin clips. The drain was secured to the skin with a 2-o silk suture.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Previous patient codes (1695, 2240, 3191: other used for ¿folded mesh¿ and ¿separated mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di # h4: added device manufacture date h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2001, including records for partial colectomy, were not provided. (B)(6) 2001: (B)(6). Operative report. Pre/postop diagnosis: ventral hernia. Procedure: ventral herniorrhaphy with gore-tex dual mesh. Brief clinical history: this patient is a 52-year-old white female, status post partial colectomy for diverticular disease. She has developed a periumbilical ventral hernia and is admitted at this time for repair. Operative findings: a 12 x 10 cm ventral hernia at the level of the umbilicus at the midline incision. No other hernias were noted. There was no incarceration of the hernia contents. Description of procedure: ¿the patient was taken to the operating room and was placed on the operating table in the supine position. Both upper extremities were abducted and all pressure points were padded. After adequate general endotracheal anesthesia was obtained, the patient¿s abdomen was prepped with betadine scrub and solution and draped. The midline incision was marked with the surgical marker. An ioban sterile drape was placed over the abdominal wall and the patient was draped in sterile manner. The margins of the hernia had been marked preoperatively. The midline incision was opened from the lower epigastrium to the upper hypogastrium. The incision was carried down through the subcutaneous fat using electrocautery. The margins of the fascia were freed circumferentially from the overlying subcutaneous fat and underlying visceral content. Gore-tex dual mesh measuring 12 x 15 cm was cut to the appropriate size and configuration and sutured to the fascia with an approximate 2 cm underlying margin with full thickness interrupted 0 prolene sutures. The abdomen was irrigated. Adequate hemostasis was obtained using electrocautery. A 7 mm flat jackson pratt drain was brought out through a stab incision inferior and to the right of the midline below the open portion of the incision. The subcutaneous tissue was closed using running 3-0 vicryl sutures. The skin was closed with running 4-0 monocryl subcuticular stitch. At this point, the patient awakened and had a vigorous valsalva, and the right margin of the mesh disrupted from the fascial attachment. The wound was opened. The repair inspected. The left margin of the repair was intact. On the right margin the suture had torn through the dual mesh and also several sutures had broken. These sutures were removed and replaced with interrupted full thickness #1 prolene sutures. The left margin of closure was also reinforced with interrupted #1 prolene sutures. Having completed the closure, the subcutaneous tissue and skin was left open. The patient was allowed to begin spontaneous respiration and was induced to valsalva with tube manipulation with the repair remaining intact and no further disruption. The wound was again irrigated. The wound was anesthetized with 0.25% marcaine with epinephrine. The subcutaneous tissue was then re-closed using a running 3-0 vicryl suture. The skin was closed using 4-0 monocryl subcuticular stitches. Benzoin, ½ inch steri-strips and sterile dressings were applied. The drain was secured to the skin with a 2-0 silk suture prior to closure. An abdominal binder was placed as the patient was transferred to her recovery room bed and was taken to the recovery room having tolerated the procedure well.¿ (B)(6) 2001: (B)(6). O.r.s. Implant/explant tracking form. Implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlmc03. Lot#: 00625705. Site: abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc03/00625705) was implanted during the procedure. (B)(6) 2001:(B)(6). Operative report. Pre/postop diagnosis: incisional hematoma versus incarcerated recurrent ventral hernia. Procedure: exploration of abdominal wound and drainage of seroma. Brief clinical history: this patient is a 52-year-old white female status post ventral herniorrhaphy on (B)(6) 2001 who presented to methodist healthcare north hospital after calling complaining of abdominal pain, nausea, vomiting, and diarrhea. Examination revealed a mass effect beneath the recent ventral herniorrhaphy with some protuberance with valsalva. Laboratory examination revealed an elevated white blood cell count of 16,500 with slight left shift. A computerized tomograph (CT) scan of the abdomen revealed findings suspicious for either seroma, hematoma, or hernia reoccurrence. The patient is taken to the operating room for exploration. Operative findings: ¿an approximately 8 cm seroma without evidence of secondary infection. Herniorrhaphy repair intact. Description of procedure: the patient was taken to the operating room and placed on the operating table in the supine position. Both upper extremities were abducted and pressure points padded. After adequate general anesthesia was obtained the patient¿s abdomen was prepped with betadine scrub and solution then draped in a sterile manner. Previous midline periumbilical incision was opened, the seroma entered, cultured and drained completely. The hernia repair was inspected and found to be intact circumferentially with no evidence of recurrence or failure. A 7 mm flat jackson-pratt drain was placed overlying the mesh and brought out through a stab incision to the right of midline below the incision. The incision was then closed in 2 layers using a running 3-0 vicryl subcutaneous suture and a running 4-0 monocryl subcuticular stitch. Benzoin, ½ inch steri-strips, and sterile dressings were applied. The drain was secured to the skin with a 2-0 silk suture. The patient was transferred to a recovery room bed and taken to the recovery room in satisfactory condition having tolerated the procedure well.¿ [missing records: records for the CT scan showing findings suspicious for either seroma, hematoma, or hernia reoccurrence was not provided.] [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2001 procedure was not provided.] (B)(6) 2003: (B)(6). Operative report. Procedure: ventral herniorrhaphy with bard-kugel composix mesh. Brief clinical history: this patient is a 54-year-old white female status post colon resection for benign disease and subsequent development of ventral hernia repaired with gore-tex dualmesh who has suffered a recurrence and is admitted at this time for repair. Operative findings: ¿there was separation of the gore-tex dualmesh from the inferior margin of the previous attachment resulting in approximately 10 cm spherical hernia defect. The patient had an adjacent 3 cm hernia inferior to this unrelated to the previous repair. The mesh connections superiorly were intact but the mesh has folded down and had separated somewhat. There were two 1 to 2 cm hernias along the midline incision superior to the upper portion of the previously placed mesh. There were filmy adhesions between the viscera in the anterior parietal peritoneum. Detailed description of operative procedure: the patient was taken to the operating room and placed on the operating table in the supine position. The lower extremities were abducted in all pressure points padded. After adequate general endotracheal anesthesia was obtained, a foley catheter was placed. The patient had had thigh-high teds and sequential compression devices applied and functioning prior to the general anesthesia. The abdomen was then shaved, prepped with betadine scrub and solution and the previous incision was marked with a surgical marker and then draped in a sterile manner. The previous incision was incised in the midline both above and below the umbilicus. The hernia defect was dissected free from the surrounding subcutaneous tissue. The peritoneum was incised and the hernia margins were identified. There were filming adhesions between the viscera and the anterior parietal peritoneum which were lysed with both sharp and blunt dissection. The previously placed mesh was incised in the middle and the mesh was removed along with the attenuated fascia and suture material. The hernia defects were all connected and the resulting defect measured 15 x 15 cm. An appropriate size bard-kugel composix mesh was then placed into the operative field and sutured to the parietal peritoneum and abdominal wall with interrupted 0 prolene suture and the positions between the sutures further connected to the anterior parietal peritoneum and abdominal wall with a laparoscopic tacking device. There was excellent repair with this technique being carried out. There was a greater than 4 cm underlay of mesh around the margins of the hernia defect. The area was irrigated copiously. Hemostasis was accomplished with cautery. The attenuated fascia and subcutaneous tissue was closed overlying the mesh after placement of a 10 mm flat jackson-pratt drain and brought through a right lower quadrant stab incision. The skin was then close to using a skin clips. The drain was secured to the skin with a 2-o silk suture. A dressing of telfa dressing sponges and medipore tape was applied. The patient was transferred to a recovery bed and taken to recovery room having tolerated the procedure well.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2003 procedure was not provided.] (B)(6) 2003: (B)(6). Implant/explant tracking form. Explant record. Goretex dual mesh. Explant site: abd. Records between (B)(6) 2003 and (B)(6) 2009 were not provided. (B)(6) 2009: (B)(6). Operative report. Pre/postop diagnosis: perforated small bowel with abscess. Operative procedure: exploratory laparotomy and lysis of adhesions, explantation of abdominal wall mesh, small bowel resection, repair of large recurrent ventral incisional hernia with mesh, implantation of on-q postoperative pain control pump and catheters, insertion of triple lumen central venous catheter. Findings at surgery: ¿patient had had two previous ventral hernia repairs most recently with a 20 x 20 cm double layer kugel mesh prosthesis. She presented to the emergency room and workup revealed a perforation of the proximal small bowel with a surrounding abscess. At surgery the abscess was found in the proximal small bowel only 20 cm distal to the ligament of treitz. Several loops of small bowel were found involved in an interloop abscess. This was well walled off and contained and there was no diffuse peritonitis. The remaining portions of the small bowel were otherwise unremarkable. The proximal small bowel was mildly dilated but not obstructed. The colon was unremarkable. After removal of the previous mesh and the associated scar tissue there remained approximately a 15 x 15 cm abdominal wall defect. Uterus was normal postmenopausal size and contained a few small fibroids. Right ovary was unremarkable for postmenopausal state. Left ovary was not visualized. The liver and right upper quadrant were involved by dense adhesions in the previous surgery and were not explored. Procedure: the patient was brought to the operating room and placed supine on the operating table. After satisfactory induction of a general endotracheal anesthetic, a left subclavian central venous catheter was inserted under sterile conditions and using seldinger technique. The catheter was secured and dressed [illegible], umbilicus was made and carried down through the skin and subcutaneous tissue. The dissection was carried down to the previous mesh was then carried out laterally until healthy fascial margins were secured. The junction of the fascial edges to the mesh was identified and it was cleared off circumferentially. The mesh was an underlay prosthesis and was separated from the backside of the fascia circumferentially. It was then carefully separated from the underlying visceral and removed intact. The omentum was then dissected away from the abdominal wall and the entire abdominal cavity was then visualized. The small bowel was freed up from the ileocecal valve to the ligament of treitz. There were extensive adhesions of the omentum to the entire small bowel and these were carefully and painstakingly lysed and separated. There was identified a wide adherent small bowel in the left upper quadrant. This was mobilized up out of the retroperitoneum and found to contain and interloop abscess. The abscess was broken down and separated and approximately 50cc of purulent material was identified. Cultures were obtained. Once the area of the perforation had been localized the bowel was cleared off circumferentially both proximal and distal to the involved areas and divided proximally and distally by applications of the linear cutting stapler. The mesenteric attachments were isolated, controlled and divided and the specimen was removed. The specimen was opened off the table and a pinpoint site of perforation was identified which communicated with the abscess. All purulence and granulation tissue were excised. A small sharp pointed foreign body was identified within the abscess cavity, most consistent with some type of foreign body, possibly a fishbone suggesting a likely etiology for the perforation. There was no evidence of inflammatory bowel disease. The mucosa of the involved bowel was edematous but not ulcerated. Operating team then changed gowns, gloves, and instruments. Functional end to end anastomosis was carried out. Staple lines were checked and were secure and hemostatic. Anastomosis was completed with an application of the contour curved linear cutting stapler. Bowel was replaced in the anatomic position and again run from ligament of treitz to ileocecal valve to ensure that there was no further adhesion or kinking. The omentum was brought down under the incision to minimize postoperative adhesions. A 20 x 20 cm surgi sys prosthesis was selected and trimmed to the appropriate length. It was placed in underlay position and sutured circumferentially with interrupted mattress sutures. Additional simple sutures were used to partially approximate the fascia over the mesh. A 10 mm flat blake silicone drain was placed and brought out through a separate stab wound in the right lower quadrant. Prior to the placement of mesh, the on-q tunnelers were inserted in the subcostal location in the preperitoneal plane on either side of the incision. The incision was then closed in layers. Drain was sutured in place and secured. On-q catheters were inserted and the peel away sheath introducer removed. Catheters were primed, secured and dressed. Patient was transported to the intensive care unit and stable condition. Blood loss was less than 100 cc. There were no complications. Procedure was well tolerated throughout. Instrument count was not correct. Therefore, an abdominal radiograph was made before leaving the operating room which confirms that there were no instruments or radiopaque foreign bodies retained in the patient.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.